Event description:
It was reported that the user experienced elevated blood glucose after an insulin occlusion on the infusion set, with no insulin delivery since the prior afternoon until the user changed supplies, after which dosing resumed and glucose trended down; the user noted a prior high from unannounced eating, a subsequent correction leading to a low, and probable overcorrection combined with the occlusion contributing to hyperglycemia, with highest glucose of 400 mg/dl and alerts present. Symptoms included none reported. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included review of device reports and alert history, user guidance, and follow-up confirming post¿set-change dosing and glucose improvement. Investigation of this case revealed an insulin occlusion associated with the infusion set that resolved after the supply change, consistent with an infusion set occlusion preventing insulin delivery until replacement. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set occlusion.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.